Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. Functional testing of the device was unable to confirm or replicate the reported event. The device was started and passed all testing. The delivery accuracy was within specifications. No further action will be taken at this time. A root cause was unable to be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device failed volume test. There was no patient involvement reported.

Manufacturer narrative:
Other text: one infusion pump was received for evaluation in relation to the reported event. Functional testing of the device was unable to confirm or replicate the reported event. The device was started and passed all testing. The delivery accuracy was within specifications. No further action will be taken at this time. A root cause was unable to be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device failed volume test. There was no patient involvement reported.